Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient ¿thought¿ his pump was refilled with the incorrect medication because he was having ¿other symptoms¿. The device had been refilled two weeks prior to the report date however the specific date was unknown. The patient had experienced symptoms including ¿black outs¿, jerking motion, speech problems, and eye problems. Additional health conditions of the patient were reported including heart problems that he had experienced on and off ¿maybe from birth¿. It was also noted the patient had a growth in his stomach right beside the pump where his gall bladder was, affecting his liver and kidneys, which was found when the pump was implanted and that the patient had experienced back issues for seven to eight years. It was noted the patient had three adjustments and one refill. It was noted the device was working because the patient was losing weight and could have sex. No further information was able to be obtained as the reporter became upset, started swearing and ended the conversation. The device system was used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.